Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. It was reported that the patient developed a post operative infection and was treated with packing and antibiotics. No specific device failure has been alleged, nor have culture reports been provided. We have contacted the initial reporter to request additional information. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A manufacturing review that included review of sterility records was performed and did not find evidence of a manufacturing related cause for the alleged event. This MDR includes all patient, event and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the surgeon: it was reported that the patient underwent open repair of an inguinal hernia on (B)(6) 2013 with a bard perfix plug and the patient developed a post operative infection. It was reported that the repair required superficial opening of the incision with packing and IV antibiotics. The patient is reportedly, doing well.